Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was 580 mg/dl at the time of admission. Customer also reported experiencing diabetic ketoacidosis. The customer reported experiencing a headache, vomiting and slurring their words as symptoms of their high. The customer was treated with an IV drip for two days. The customer was hospitalized for three days total. The customer was wearing the insulin pump at the time of the hospitalization. Customer also reported receiving a battery out limit alarm on the insulin pump. The customer stated they did not leave the batteries out for a longer duration than allowed. Troubleshooting found the customer did not clear the battery out limit alarm, hence they were unable to receive insulin to their body. The insulin pump will not be returned for analysis.